Event description:
The head end of the cot would not lock in place and kept lowering due to a worn lock rod and release rod bushing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.